Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported failure to advance could not be tested as it was based on operational circumstances. It should be noted that the xience proa/alpine everolimus eluting coronary stent systems instructions for use (IFU) states: if unusual resistance is felt before the stent exits the guiding catheter, do not force passage. Resistance may indicate a problem and the use of excessive force may result in stent damage or dislodgement. Maintain guide wire placement across the lesion and remove the delivery system and guiding catheter as a single unit. It is unknown if the IFU deviation contributed to the reported event. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation determined the reported failure to advance and subsequent treatment appear to be related to the operational context of the procedure. The reported patient effect of dissection is listed in the xience proa/alpine IFU, as a known patient effect of coronary procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The xience proa is currently not commercially available in the u.s; however, it is similar to a device sold in the u.s.

Event description:
It was reported that the procedure was performed to treat a heavily tortuous and heavily calcified de novo lesion in the distal right coronary artery. Following pre-dilatation with multiple balloon catheters inflated above rated burst pressure, a 2.75x38mm xience proa stent delivery system (sds) could not cross. The sds was able to advance halfway; however, it stopped advancing when it reached the bend at the right ventricle branch. Force was applied to attempt to pass the sds and a dissection occurred. The sds was pulled back and removed. The dissection was successfully treated with a non-abbott stent. There were no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.